Event description:
Additional information was received on (B)(6) 2011 that this device was removed and replaced on (B)(6) 2011 during the extraction of the fractured competitor right ventricular lead. The device was not returned for analysis as it was damaged in the removal (coincident removal due to the competitor lead). No additional adverse patient effects were reported.

Event description:
Boston scientific received information through the latitude patient monitoring system that this device had a shock impedance measurement greater than 125 ohms. It was also reported the patient implanted with the device had a high defibrillation threshold (dft). This device is part of the subpectoral implant 2009 product advisory, which was initially communicated on (B)(6), 2009. The physician believed the out of range impedance was due to a header issue, and a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The device is expected to be returned for analysis following explant. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.